Manufacturer narrative:
One opened company intraocular lens (iol) handpiece was returned for evaluation for the report that the haptics was severed off and two large scratches were observed on the iol. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming. The plunger is bent. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. Finally, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent file were reviewed by the manufacturing site. Photo 1 and 2 each show an image of an eye with a damaged iol. Photo 3 shows product and lot information on a label. Reported issue was confirmed. The evaluation does confirm the injector plunger has a bent plunger, which could result in the plunger scratching the lens. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in (B)(6) 2023. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported with a description of during intraocular lens (iol) implant procedure, the haptics was severed off when implanting in eye as well as 2 large scratches on the iol. They were not sure if it the injector, the cartridge or lens failure. The lens was explanted and replaced with another lens during initial procedure. The procedure was completed. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).